Manufacturer narrative:
D.4: other lot number include 3012142, 3012143, 3012140 & 2339636, with other corresponding expiration date including 2028-01-31, 2028-01-31, 2028-01-31& 2027-12-31. H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4: other corresponding lot number device manufacture dates are 2023-03-15, 2023-03-15, 2023-03-08, 2023-02-17.

Event description:
It was reported that the bd luer-lok syringes had foreign matter. The following information was provided by the initial reporter: we have had a recent issue with lubricant condensation in the bd 20 ml luer lok syringe. I've taken a look at all the syringes and it appears that it might be a product specific rather than the lot specific problem. All the syringes have the same ref # (B)(4) with 6 different lot #s (3012142, 3012143, 3012140, 2339636, 2339628, and 2339624)." Additional information provided on 01/10/2024: 1. Any adverse event or serious injury reported to patient or healthcare professional? Unknown. None reported. 2. Was there a delay of, or change in, the course of treatment due to the event? Unknown. None reported. 3. Any sample or photo available for investigation? Not available. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? Unknown. None reported. 5. How was treatment completed for customer? Unknown. None reported. 6. Patient status? Unknown. None reported.

Manufacturer narrative:
Investigation summary: photo received by our quality team for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears silicone. However physical samples are required to further analyze and identify the lubricant. A device history review was performed for reported lot 3012142, 3012143, 3012140, 2339636, 2339628, and 2339624, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. While we cannot identify a direct issue, excess silicone can occur due to a failure in the sprayer that doses the silicone inside the barrels. Manufacturing personnel have been notified of this incident and maintenance plan for the injection system will be completed every six months.

Event description:
No additional information